Event description:
The hosp reported that the tip of the neuron was damaged "the top was pressed down" found when it was opened. The outside of the package revealed no damage. The neuron was not used a case.

Manufacturer narrative:
The device was returned to penumbra; however, it was scrapped and an inspection was not performed. The DHR of this mfg lot has been reviewed and a copy is attached. The MDR is being filed as part of the remediation action taken as per penumbra feb 2010 update to the FDA warning letter dated dec 31, 2009. A review of the device history record (DHR) was completed on part# 1147-03 (lot# l12292). All appropriate inspections were completed per process monitoring requirements or 100% inspections were required. The lot has passed all dimensional measurements per spec. In addition, all destructive testing was completed per required process monitoring requirements and results met spec. The parts released in this lot met process requirement.